Event description:
Device 1 of 3. Reference MFR report #1627487-2013-19331, reference MFR report #1627487-2013-19332. It was reported the pt's ipg was not holding a charge well and the recharge burden was too high. It was reported the pt wanted coverage in his feet (new pain pattern). The physician removed and replaced the ipg and relocated one of the pt's leads. During the surgery, the pt experienced difficulty breathing. Follow-up revealed the pt has not had any breathing issues since the surgery. Postoperative the pt has effective right foot coverage, but would like more coverage in the left foot. Pt will meet with the sjm representative for reprogramming as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.